Event description:
The following has been reported: staff reported to fresenius kabi rep that pump gave a pump problem alarm or service required, they could not remember. Fk rep turned pump on and no alarms, she brought pump to biomed, biomed to do a test infusion. No patient harm. Preliminary review of logs show that this was a primary close move retry limit fault. An active infusion was not stopped; no adverse event was reported. Investigation of the issue has been performed; the av motor control logic can result in cam oscillations around the target position (and move limit retry faults) which has resulted in false-positive pump problem alarms in the manufacturing line and in the field. This was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.